Manufacturer narrative:
Dtba1d1 ICD, implanted: (B)(6) 2015, this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that there was at least one instance of t-wave oversensing (twos) observed on an episode where the patient received an appropriate shock. In addition, the right ventricular (rv) lead alerted for a high impedance reading. The rv lead remains in use. No patient complications have been reported as a result of this event.